Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 357 mg/dl and that she had abdominal pain as a result. Troubleshooting was initiated for the high blood glucose. The customer identified several air bubbles in the reservoir last week. The customer confirmed that the insulin was not stored at room temperature. No further details were provided regarding the air bubbles anomaly. No products were returned and a tubing clamp was shipped to the customer in order to run the high pressure test.